Event description:
It was reported via repair work order that in attempting to engage the brake pedal, the caregiver broke a small bone in her foot which required medical intervention. She will be in a boot brace for four weeks and receive physical therapy as well. Stryker technician evaluated the unit and found the brake pedal to be working to specification.